Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a pinhole rupture in the stent balloon occurred. The 90% stenosed lesion being treated was located in the average tortuous proximal left anterior descending (lad) artery. The physician implanted a 3.00 x 16 mm taxus express2 drug eluting stent in the proximal lad. After implantation, the stent was post dilated with the stent delivery balloon at 14 atm. However, blood was coming into the inflation device and it was noted there was pinhole rupture on distal side of balloon. No pt complications were reported. Pt status reported as "good".